Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation the atrial and lv leads had out of range lead impedances. The measurements were normal when measured using an analyzer. The ICD seemed to be reporting false measurements. The physician then choose to explant the device and the rv lead.

Manufacturer narrative:
The reported field event of an impedance measurement anomaly was confirmed in the laboratory via bench testing. Noise was also noted being sensed by the device on all sensing channels. The cause of the impedance and sensing anomalies was found to be an anomalous component on the hybrid.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.